Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: today we were doing a femoral nail on a (B)(6) year old male at (B)(6) the surgeon was having a difficult time reducing the femur so we grabbed the ¿f tool¿ ((B)(4)) to help with reduction. She had to apply a fair amount of force to reduce the femur back together and as a result, one of the black pieces that connects to the larger rod broke right around the base of the threads. We were able to find a substitute tool and continue with the case.

Manufacturer narrative:
Correction: refer to d4 lot number. The reported event that reduction instrument t2 kids small was alleged of issue ¿instrument - breakage during implantation¿ could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The above mentioned reduction instrument small consists of 3 components ¿ the metal reduction rod and two (carbon) radiolucent rods. The catalogue number of the rods is only used during manufacturing and is therefore not engraved on the devices. As per the visual inspection, one of the received carbon radiolucent rods was found to be significantly damaged around the thread undercut. The threads of the rod remained in the reduction instrument, the rest of the carbon rod remained undamaged and it simply snapped off near thread undercut. The breakage surface showed the typical structure of a forced fracture due to overload. No further visible damage was found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above facts and with the help of additional information received, it could be ascertained that the root cause is user related and specifically forced fracture due to overload on the carbon rod during reduction. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: today we were doing a femoral nail on a 13 year old male at (B)(6) hospital in (B)(6). The surgeon was having a difficult time reducing the femur so we grabbed the ¿f tool¿ (0193-3200) to help with reduction. She had to apply a fair amount of force to reduce the femur back together and as a result, one of the black pieces that connects to the larger rod broke right around the base of the threads. We were able to find a substitute tool and continue with the case.